Event description:
It was reported that during a primary stenting treatment procedure, the stent slipped off of the balloon. The lesion being treated was an 80% stenotic, calcified, eccentric iliac lesion within tortuous anatomy. The physician was advancing the express ld stent over the bifurcation when resistance was encountered. The delivery device was pulled back and the stent slipped off the balloon. Per the reporter, the express stent probably became caught on some plaque causing it to dislodge. A microvena snare was used to successfully retrieve the express stent. After the lesion was predilated, a second express ld was used to successfully complete the procedure. The pt is reported as "fine" following the procedure; no injuries or complications were reported.